Manufacturer narrative:
The insulin pump was received with unresponsive act and down arrow button due to flattened and creased select dome switch. The insulin pump had cracked and puncture keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is scratched and the keypad overlay is damaged. The customer's blood glucose reading was unknown at the time of incident. No further details given.